Manufacturer narrative:
(B)(4). Concomitant medical products: cr prolong 36mm brng +3, cat: 110031419, lot: 64343816; comp rvrs shldr glnsp std 36mm, cat: 115310, lot: 162810. One mini tray, taper adaptor and bearing were returned for evaluation. Visual inspection identified damages in the form of scratches and scuffings on the devices. The damages were likely caused during removal. The dimensional analysis of tray were conforming to specifications during manufacturing. The dimensional analysis of the bearing cannot be performed due to the nature of the damages. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. Upon receipt of additional information it has been determined that the reported device was initially reported under the incorrect manufacturing site: 0001825034-2020-02768. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to the poly disassociating from the tray.